Event description:
It is reported that the locking ring on the cup broke. A new one was opened and the locking ring was inserted in the first cup. The first cup was implanted.

Manufacturer narrative:
No devices or photos were received; therefore the condition of the components is unk. Surgical notes not provided. X-rays were not provided; it is unk whether the components were implanted with the correct fit and orientation as per the surgical technique. Based on this info, it is possible that the damage to the locking ring may have been caused by one or a combination of the following occurrences. Mis-alignment of the locking ring during the shell impaction. Mis-alignment of the liner impaction. Mis-alignment. Cause cannot be definitively determined. Eval codes: review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should additional substantive info be received, the complaint will be reopened. Zimmer, inc. Considers the investigation closed.